Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with moisture damage, blank display, failed battery test, and unresponsive buttons. The customer's blood glucose level was 146mg/dl. Troubleshoot was conducted. The customer states they would be getting more batteries to test and would be calling back at a later time.